Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. A 10/3.25 flextome® cutting balloon® monorail was used to treat the target lesion located at the mid left anterior descending artery (lad). During procedure, multiple non bsc balloon catheters were used on an in stent restenosis case that had a non bsc stent through a long segment of the lad. The physician then decided to used this cutting balloon. However, the balloon ruptured on the third inflation under 10atm. It was then noted that a small vessel dissection occurred outside the stent in the subintimal space. An unspecified balloon catheter was left over the tear for some time to close off the vessel dissection. A 3.0 x 16mm promus premier was then implanted and post dilated in the proximal lad. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.